Event description:
It was reported that the patient had ineffective stimulation and a rash at the ipg and lead sites, believed to an allergic reaction. As a result, surgical intervention was undertaken on (B)(6) 2026 where the entire system was removed to address the issue it is not know which lead contributed to the ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005909. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.